Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a surgeon was planning to reposition a symfony toric intraocular lens in the eye of a patient. No further information was provided.